Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve appeared discolored, showing evidence of blood contact. All leaflets were in a semi-closed configuration, with a discernable coaptive gap between leaflet 3 and leaflets 1 and 2. All leaflets appeared structurally intact. Small folds were observed along the margin of attachment (moa) of l2. A small gap was observed at the inferior coaptive junction (icj) of commissure 4, distal to post 3. Similar small folds were noted along the moa of leaflet 3. A comparable gap was present at the icj of commissure 6, distal to post 1. All commissures appeared intact. Posts 1 and 2 exhibited a visible lateral and inward deflection. Post 3 exhibited an inward deflection. Upon receipt, the valve's sewing cuff was oriented in an upright position. D9: updated h3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 21mm aortic bioprosthetic valve, it was explanted and replaced with another manufacturers product. The reason for the replacement was reported as severe central aortic regurgitation jet. It was further noted that upon explant, a significant central gap was noted in the valve, as one leaflet appeared smaller than the others. The regurgitation was originating from the mid valve region. No additional adverse patient effects were reported.

Event description:
Additional information was received that reported the device was not inspected prior to use. It was further noted that avalus sizers were used during the implant procedure, as well as the barrel end of the sizer. A body surface area (bsa) chart was not used during implant, and the patient did not have any unique anatomical factors that contributed to the event. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b.5: event description. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.